Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: in the past month, the pump reset date and time to 12am 1.1.07 and she was using the wrong ic ratio and basal rates due to the a.m./p.m. Time discrepancy. Current date/time in pump were maintained when the battery was removed. The patient is legally blind with multiple other medical problems and relies on her sister for assistance with the pump. She alleges her blood glucose (bg) levels have been erratic since then, no values or symptoms provided, but is no sure this is due to the time/date issue. Bg resolves when she treats. This complaint is being reported as the pump allegedly changed time and date without user intervention.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings:. A timekeeping accuracy test was performed; the pump was keeping time accurately. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Issue patient reported ¿the pump reset date and time to 12am 1.1.07¿ was duplicated during testing. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.